Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer exhibited autonomous cursor movement. Analysis was unable to confirm the customer comment that when touching the screen with a finger, the cursor displayed erratic movements. It was noted that the touch screen/finger touch option was working correctly and no autonomous movement or erratic movements was observed. It was further noted that the stylus tip was bent but functional. The lower hinges l+r were worn. The cooling fan was noisy. The left display hasp latch was broken. Software update related error codes were found in the log files. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement. It was also noted that when touching the screen with a finger, the cursor displayed erratic movements. There was no patient involvement.